Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported a radial capsular tear occurred during a laser assisted cataract procedure on a patient's right eye. Tear progressed to the posterior capsule. Tear occurred during phacoemulsification. Sulcus intraocular lens (iol) was implanted instead of an iol in the capsular bag. Procedure was completed.

Manufacturer narrative:
The customers reported event was not able to be confirmed. A review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Event description:
Upon follow up, images were reported to be normal and settings were within standard limits according to company representative. Everything looked good according to the images and settings.

Manufacturer narrative:
Additional information provided. After review of reported event, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The manufacturer internal reference number is: (B)(4).